Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be operator¿s error- missed plug the catheters into the spigot on the manifold and cause occluded drainage eye (reduced flow rate). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient could not get it to drain. Patient had testing and test result came back negative indicating that there was no infection that would prevent the product not to work. Per follow up via phone on 06jun2023, it was reported that the patient was a quadriplegic.

Event description:
It was reported that the patient could not get it to drain. Patient had testing and test result came back negative indicating that there was no infection that would prevent the product not to work. Per follow up via phone on (B)(6) 2023, it was reported that the patient was a quadriplegic.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.